Event description:
It was reported that the patient¿s stimulation was turning off. The patient had no stimulation. The patient would check the stimulator with his programmer and would confirm it was off; it had no lightning bolt displayed. There was a charge on the stimulator. The patient was not around emi at the time and was stated to be just sitting around. Adaptive stim was enabled at the time. The patient was advised to keep a diary of events. The patient was using stimulation at 2v previously, but now required 4v. This was stated to be normal. The patient did have good coverage. The patient planned to meet with a company representative at a later date to review the diary. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).